Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician felt there was an issue with this catheter but went ahead and sutured the leads. The physician did a fluoroscopy and noted that the tip was broken off while still in the pocket around the lead, thus, tried to get it off. Additional information obtained from the field which indicated that the physician had already sutured the lead in place and was scanning the pocket when the physician noticed the piece still attached to the lead. At that point, the physician attempted to reach the piece and remove it, but was ultimately unable to remove it and it remains inside the patient. No additional adverse patient effects were reported.